Manufacturer narrative:
No pt was involved in this concern. The lot# and MFR date are not available at the time of this report. A replacement tap has been sent to the site for resolution.

Event description:
A medtronic rep reported that a cannulated 6.5 tap had bone stuck in it. The hosp central sterile dept forgot to clean out the cannulated tap before they sterilized it. This was not discovered during a case, and there was no pt present.

Manufacturer narrative:
Lot # now provided. Manufacture date now provided. As reported, the tap is over two thirds blocked.